Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was in the range of 260 mg/dl at the time of the incident. The customer reported that the infusion sets were leaking from the top; there have been bent cannulas and insulin leaks from the top. The customer reported that he had high blood glucose of 575 mg/dl before treating with manual injection. The customer declined to troubleshoot for high blood glucose, due to infusion set not working. The insulin pump will not be returned for analysis.